Event description:
In 2008, the pt stated that he has experienced elevated blood glucose (240 mg/dl) 3 times over the past month after his infusion site has been in use for 2.5 days. He stated that his blood glucose returned to normal after he changed the infusion site. His normal blood glucose level is 120 mg/dl. He stated that on the first incident the infusion site area was swollen and appeared to be infected. He stated that with the second 2 incidents there was a spot of blood at the site. He stated that he rotates his infusion sites from side to side, up and down, and does not feel he has scar tissue. Upon follow up the following month, the pt stated he has been using a wider site rotation area and he has been changing the infusion headset every 2.5 days and he is having much better results with absorption. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.